Manufacturer narrative:
D9. Date device returned to manufacturer added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that automated impella controller (aic) was plugged in, attempted startup and the controller displayed a fatal error. Staff powered aic down, attempted restart, same error and the aic was again powered down. The staff attempted turning off the battery, then turning the battery back on and attempted to power up the aic. Again the aic displayed a fatal error. The csc was contacted and was unable to diagnose the issue and recommended sending the aic in for maintenance. There was no reported patient harm.

Manufacturer narrative:
H6 medical device problem code revised.

Manufacturer narrative:
H6 investigation findings and conclusion codes were updated accordingly based on the completed investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. Unrelated to the complaint, testing of the ac cord set found loose internal ground and neutral wires due to an out-of-scope ac cord set.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. D9. Date device returned to manufacturer added. H3. Device evaluated by manufacturer was updated. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.